Manufacturer narrative:
Investigation: a disposable lot history search indicated there were no other reported occurrences of open inlet saline roller clamp on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Correction: terumo bct clinical specialist reminded the customer to check and make sure that the saline roller clamps were closed. The customer verified and acknowledged that the inlet saline roller clamp was inadvertently left open. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the saline roller clamp was open and the saline bag was empty during a spectra optia procedure. The operator received interface is taking too long to establish alarms. The customer did not respond to multiple attempts for information, patient information was not provided. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a disposable lot history search indicated there were no other reported occurrences of open inlet saline roller clamp on this lot worldwide. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Correction: terumo bct clinical specialist reminded the customer to check and make sure that the saline roller clamps were closed. The customer verified and acknowledged that the inlet saline roller clamp was inadvertently left open. Root cause: a root cause assessment was performed for the unintended saline bolus to the patient. Based on the customer's statements, she failed to follow the screen prompt to fully close the inlet saline roller clamp at the end of prime divert.

Event description:
The customer reported that the saline roller clamp was open and the saline bag was empty during a spectra optia procedure. The operator received interface is taking too long to establish alarms. The customer did not respond to multiple attempts for information, patient information was not provided. The collection set is not available for return because it was discarded by the customer.